Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not provided for review. Pt information such as height, weight, and activity level is unknown. Based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and that the pt has reported pain with this implant almost 2 years post op. He went to his doctor who took a one view x-ray and said that the "implant is tight". It was confirmed that this means the doctor saw no signs of loosening or instability.